Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old black or african american female patient underwent unspecified breast augmentation with a 375cc mentor memorygel breast implant on the left side, and with 400cc mentor memorygel breast implant on the right side at an unknown date and experienced right side breast implant rupture during bilateral replacement surgery with catalog number 3504754bc; serial number (B)(4) on the right side, and with catalog number 3504504bc; serial number (B)(4) on the left side on (B)(6) , 2021. On may 17, 2021, the mentor failure analysis lab received the right side device for evaluation. Mentor also became aware that patient also experienced recurrent left side capsular contracture; baker grade unknown in addition to right side breast implant rupture. This medwatch report is for the patient¿s left-sided device.